Event description:
Complainant alleged that while attempting to cardiovert a 310 pound, 60 yr-old, male pt, the device was unable to convert the pt's heart rhythm when discharging at 200 joules. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.